Event description:
It was reported that the patient presented remotely via merlin.net. A remote atrial fibrillation alert indicated noise on both the right atrial (ra) and right ventricular (rv) leads, which was sensed by the pacemaker. No change or intervention was reported. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: section h10, related report number should have been " 2017865-2026-08666 and 2017865-2026-08667" rather than "blank".